Manufacturer narrative:
(B)(4).

Event description:
Transmitter battery // pt is reporting transmitter failed error

Event description:
The complaint states, that a transmitter battery issue was reported. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed, via product as a low transmitter battery. The probable cause of the low battery alert was determined, to be a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed via product as a low transmitter battery. The probable cause of the low battery alert was determined to be a transmitter failure. No injury or medical intervention was reported.